Event description:
It was reported the patient was on life support 4 days after vns surgery. The physician claims that the reason for the patient being on life support 4 days after surgery was due to vns surgery. The complication the patient was experiencing was a pulmonary edema. The diagnostics were seen to be okay. The physician does not want to refer any further surgery as this may be too risky. The device has been disabled. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
(B)(4).